Event description:
Customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level reported, as the caller stated they did not know if previous settings resulted in significant blood glucose deviations. Customer received assistance from technical support to update the pump time, with advice to monitor and report if the discrepancy persists. Caller understood and acknowledged the guidance provided.